Event description:
It was reported that during deployment of a vena cava filter, the last two legs of the filter stuck in the sheath. After several manipulation of the filter with the pusher wire and the sheath, the filter legs released; however, one filter leg was angled upward in a cephalad direction. No attempts were made to reposition the leg or remove the filter. There was no reported pt injury.

Manufacturer narrative:
A mfg review was performed. The lot met all release criteria. The device was not returned. An image was provide. Based upon the image review, it can be confirmed that a filter leg is bent in a cephalad direction; however, the reported deployment issues cannot be confirmed. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to the reported event.